Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 355 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response was just changing set. The customer was advised to discontinue use of the insulin pump and revert to a backup plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing and communicated properly with the sensor simulator. However, intermittent button response was noted due to a flattened dome switch on the act button. No button error alarm was noted. The insulin pump was received with a cracked case at the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.